Manufacturer narrative:
Review of the device history records showed that the backup battery with device serial number (B)(4) does not exist. The device history records showed that the patient's system controller, serial number (B)(4), was shipped with the backup battery with device serial number (B)(4). The approximate age of the backup battery is 3 years and 2 months from the date of manufacture. The system controller and backup battery were not returned for evaluation as the system controller remains in use and the backup battery was reportedly discarded. Although review of the system controller's device history records showed that the system controller was shipped with the backup battery with device serial number (B)(4); the hospital may have previously exchanged the battery. Because the backup battery was discarded, the serial number of the backup battery in use at the time of the event could not be determined. The evaluation of the backup battery documentation revealed that the backup battery, serial number (B)(4), was manufactured in september of 2013. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00 am midnight on the first day of the month in which the backup battery reaches its expiration date. Although it was reported that the patient¿s system controller alarmed at midnight on december 1, 2016, the system controller would have alarmed with a backup battery fault on september 1, 2016 based on the evaluation of the backup battery¿s documentation as a result of the clock reaching the backup battery¿s expiration month. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Concomitant product: 11 v lithium-ion backup battery: (B)(4). Approximate age of the device from the product ship date is 2 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a "back-up battery fault, replace controller" alarm at home at midnight. Troubleshooting at the clinic later that day showed the emergency backup battery in the primary system controller was due to be changed. The hospital changed both the emergency backup batteries in the primary and secondary system controllers. The patient was stable, parameters were unchanged, and no impact to the patient occurred.